Manufacturer narrative:
(B)(6). Investigation summary: thirteen (13) total samples were received. Two (2) samples were loose and not in blister packs. These needles were visually examined and were found to be of different lengths. The other eleven (11) samples were received in unopened blister packs. Five (5) samples were in a connected row and were labeled as good product with the other six (6) samples being in individual blister packs that were not connected. All the samples were received in a shelf carton. Upon further examination it was noticed that the five (5) good samples were from batch #8204577 and the six (6) non-conforming samples were from batch #7236556. The samples were received in a shelf carton box from batch #8204577. The device history record (DHR) review did not reveal any defects or issues reported and no quality notifications were issued for the two (2) batches associated with the returned samples. As batch #7236556 has been investigated previously for similar complaints and it was determined that it is possible that an operator manually dumped the incorrect needle length into a product hopper. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of mixed product / lots for lot #8204577 item #305122. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: the device history record (DHR) review did not reveal any defects or issues reported and no quality notifications were issued for the two (2) batches associated with the returned samples. As batch #7236556 has been investigated previously for similar complaints and it was determined that it is possible that an operator manually dumped the incorrect needle length into a product hopper. Rationale: bd acknowledges that the returned samples have mixed product lengths in the blister packs. Based on previous complaints for this issue on batch #7236556 a re-training we performed instructing the operators to scan the material identification tags prior to use. This re-training was completed on 07-jun-2018. Therefore, no additional corrective or preventative actions will be taken.

Event description:
It was reported that bd¿ syringe w/ bd luer-lok¿ tip w/ needle had mixed products with it. This occurred on 8 occasions. The following information was provided by the initial reporter: material no.: 305122, batch no.: 8204577. It was reported there are needles with different lengths found in the same box. Per complaint form: the pharmacy prepare insulin syringe for patients. And when the put the needle on the syringe, they see smaller needle that what they have normally. You see in the same box, 2 different needle length . That why the customer contact to me to show me the problem. Same package but not the same size of needle for the entire box.